Event description:
Boston scientific received information that the right ventricle (rv) lead was dislodged. An inspection of the lead showed tissue was stuck in extended helix. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.